Event description:
It was reported, the device was initially able to be interrogated using bluetooth (ble) telemetry then the connection was lost an unable to be re-established. Troubleshooting was performed and unsuccessful. The ble pairing of the remote monitoring application on the mobile phone was however, successful. The patient was stable and will continue being monitored.